Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. Unit received with broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.